Event description:
It was reported that the patient underwent repositioning of the vns generator on (B)(6) 2015.

Event description:
It was reported that the patient was scheduled for surgery to reposition the generator for an unknown reason. Good faith attempts for further information from the physician have been unsuccessful.

Event description:
It was later reported by the physician on (B)(6) 2015 that the patient's vns was repositioned due to discomfort and that there was no device malfunction. Diagnostics showed normal impedance and there had been no change in settings. It was reported that the patient had her generator repositioned on (B)(6) 2015 and the surgeon repositioned it again on (B)(6) 2015 due to continued complaint of chest pain. Good faith attempts for further information from the physician regarding the patient's pain were unsuccessful.

Event description:
On (B)(6) 2015, the physician reported that the patient¿s pain was first observed approximately in 2009 after the patient¿s generator replacement and was due to the location of the generator. The lead impedance was normal and settings were unchanged. The patient¿s surgery was for patient comfort.